Event description:
On 04/22/2016 the reporter contacted lifescan USA alleging missing a/c adapter. This complaint is being reported because the alleged issue remained unresolved at the time of troubleshooting. There was no indication that the product caused or contributed to an adverse event.